Event description:
Patient was having an anorectal manometry procedure, and at the end of procedure, during defecation of the balloon, the balloon became detached from the probe and remained in the rectum. Nurse was not able to retrieve the balloon due to patient's discomfort. Patient sent to ed for removal. Of note, the balloon inflated/deflated without difficulty and was patent prior to the procedure.